Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device has been requested for evaluation but has not yet been received. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of why the revision glenosphere did not engage properly with the baseplate a few days after the previous revision surgery could not be determined from the information available and without device evaluation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device not yet returned.

Event description:
It was reported that a few days after a first revision surgery (B)(4) a luxation of the glenosphere happened. In this second revision, the entire prosthesis was removed and patient received another manufacturer's device. No information available how luxation might have happened.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint not confirmed. The evaluation did not reveal anything relevant to the event. The most likely cause of the complainant's event is improper installation of device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a few days after a first revision surgery (B)(4) a luxation of the glenosphere happened. In this second revision, the entire prosthesis was removed and patient received another manufacturer's device. No information available how luxation might have happened.